Event description:
It was reported that the patient¿s medicine was not lasting as long as it used too, dopamine and the other stuff he takes. Patient was shaking. It was noted that when he tried to do something he started shaking real bad. Patient did shake prior to getting the stimulator and the stimulator was supposed to help him with shaking. It was hard for the patient to move, get out of bed and ¿stuff liked that.¿ the patient programmer indicated that therapy was on. Patient had told his healthcare professional. It was later reported that there was a loss of efficacy which was unrelated to stimulation therapy. Over the weekend prior to the date of this report the patient was in a hot tub and indicated he had difficulty moving, walking, sitting up and any type of movement was difficult. It was unknown if the patient had a fall or trauma, he had not mentioned one but the healthcare professional had not asked. The patient was due to have the implantable neurostimulator (ins) checked 3 months from the date of this report, the patient was aware. Patient was shaking all over and ¿then it was hard if his medication to kick in.¿ patient was doubling up on his medication. It was noted that the patient indicated seeing a green light on his controller. It was later reported that this had occurred about a week prior to the date of this report and had occurred suddenly. The patient felt weird after a hot tub event and the following morning parkinson¿s symptoms were worse. There were no falls or traumas reported. Battery voltage was 2.64 and parkinson¿s symptoms were worse on the right side. Impedances were greater than 4,000 ohms and left therapy was 739 ohms and right therapy was greater than 4,000 ohms. Electrode measurements were done at 3.5v. Left side showed c/0-3289, c/1-32889, c/2->4,000, c/3-3289, 0/1-1644 ohms and the patient was programmed at 0-1+. Right side was c4-7 greater than 4,000, 4/5-1395 and the patient was programmed at 4+5-, all other pairs were greater than 4000 except 6 and 7 were 1395. Impedance history was not available. It was noted that it was strange that left side impedances appeared ok but patient was not getting therapy benefit for right side. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v279759, implanted: (B)(6) 2009, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).